Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The patient reported that on (B)(6) 2019, the continuous glucose monitor (cgm) was reading 4.5 mmol/l before he entered the shower and lost consciousness. A fingerstick reading was not taken for comparison to the cgm reading. Patient's wife called the paramedics who administered a glucose injection to the patient. Patient was taken to the hospital and was monitored overnight. At the time of contact, the patient was in stable condition. The reported allegation falls within the b zone of the parkes error grid. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.